Event description:
Infusion pump was operating normally with nipride drip at 12 ml/hr when "clr air" alam occurred. Nurse removed air bubble, but then was unable to restart the pump due to problems in getting the pump to recognize the set after reloading. During this process, pt's heart rate decreased from 100 to 69 bpm, blood pressure increased from 130/60 to 184/93, and pt developed bigeminy. Nipride infusion was transferred to a syringe pump and pt stabilized. Hospital tests of pump found no problem. Pump shipped to MFR for addl testing.